Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010. This reported lot number is subject to the recall initiated 02/08/2010.

Event description:
Procedure type: unk. According to the reporter: the devices misfired or is not unlocking. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time.